Manufacturer narrative:
Four quantities of the mentioned device was involved in the event. This part is not approved for use in the united states; however a similar device catalog # 75446545, 510k #k042025 and UDI (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal lumbar interbody fusion(tlif) levels: l3/4 it was reported that on an unknown date, post-op, adjacent segmental disorder was developed after surgery at l3/4.